Event description:
The failure investigation engineer (fie) reported that during review of the diagnostic report (drpt) it was noted that there were several error codes that indicated spi bus failure. There was no patient involvement.